Event description:
The user facility reported that their reveal distal attachment cap "came off of the endoscope" during a patient procedure. The procedure was successfully completed and the patient received an endoscopy which confirmed no instrument pieces were present. Report of procedure delay. No report of injury.

Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Upon investigation it was learned that user facility personnel utilized the incorrect reveal distal attachment cap size with the endoscope to complete the procedure. Specifically, a larger distal attachment cap size than the endoscope was utilized resulting in the reported event. Reveal distal attachment cap instructions for use provides the user with the following information, "prior to clinical use, inspect and familiarize yourself with the device. If damage (e.g. Tears, misshapen) is noted, do not use this product and contact your local product specialist. Verify that the outer diameter of the endoscope is compatible with the inner diameter of the reveal® distal attachment cap. Dry the tip of the endoscope by wiping with a 4x4 gauze, or dry wash cloth. It is important that the reveal® distal attachment cap and tip of the endoscope are dry to ensure that the device stays attached to the endoscope. Place the reveal® distal attachment cap onto the distal end of the endoscope. Slide the distal end of the endoscope to the alignment line. Secure the reveal® distal attachment cap to the endoscope using medical grade tape ensuring not to cover the side hole. Gently pull on the reveal® distal attachment cap to ensure that it is secure." A steris account manager has offered to conduct in-service training with user facility personnel on the use and operation to their reveal distal attachment clip and is pending a response. A complaint review indicates this to be an isolated event for this lot of products. The device history record for the subject lot was reviewed and no abnormalities were noted. A follow-up report will be submitted when additional information becomes available.